Manufacturer narrative:
This cardiac resynchronization therapy pacemaker (crt-p) was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Communication to the device could not be established, but it was confirmed that there was no safety mode signal observed on the oscilloscope. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Further testing confirmed a normal current drain. The battery was analyzed and while it was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found in safety mode during routine follow-up. The patient also experience diaphragmatic stimulation as a result of the safety mode settings. The device was explanted and replaced with a competitor product. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found in safety mode during routine follow-up. The patient also experience diaphragmatic stimulation as a result of the safety mode settings. The device was explanted and replaced with a competitor product. No additional adverse patient effects were reported. The device is expected to be returned for analysis.